Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited loss of capture and was not sensing (B)(6) post implant. The pocket was reopened and the lead was successfully repositioned. After the revision procedure, the lead again exhibited loss of capture. The local area sales rep reported another lead revision may be scheduled. No adverse pt effects were reported. Despite the above description stating that this lead was revised, an explant date was provided to us and this lead has been returned for analysis. This is all the available info. If additional info becomes available, this event will be updated.